Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 178, 167 and 165 mg/dl. Customer had stated his results were "running too high so I called my doctor and he told me to go ahead and call the 1-800 number." The customer's expected fasting blood glucose test result range is 115 - 130 mg/dl. The customer feels well and did not report any symptoms. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/25/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (customer stated he only used the meter 3 times): (B)(6). Memory concerns: the customer is concerned with all the numbers in the meter's memory. The customer states he only used the meter 3 times.